Event description:
It was reported that during central processing the metal part of the tip on the maryland bipolar forceps instrument was broken and bent on the shaft. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use with nothing unusual noted. The damage on the instrument was found by the hospital's central processing department and did not occur intra-operatively. There was no report of fragments falling from the device while it was used on a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring approximately 0.193¿ x 0.142¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.